Event description:
The hospital reported that the coating of the wire got separated and can see the inner wire. The hospital did not supply boston scientific with any additional information regarding the event. Additional information has been requested. The hospital reported the patient is ok. The physician did not disclose the specific date of the event.

Manufacturer narrative:
The device in question has not yet been returned to boston scientific for technical analysis. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. In addition, boston scientific has requested additional information in regards to this complaint. If any further, significant information becomes available or the device is returned, a supplemental report will follow.